Event description:
It was reported that at implant, the physician was attempting to reposition the lead and noted that the terminal pin was bent by the pinch-on tool. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the connector pin was bent. It was noted that the distal conductor was distorted, there was blood in/on the helix mechanism and the lead appeared damaged at implant.